Event description:
During clinical procedure, failure to integrate. Tooth number 29, bone density type: unk. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).